Event description:
On (B)(6) 2026, doctor ((B)(4)) reported to cas that they had a full thickness ak on procedure ID #(B)(6).

Manufacturer narrative:
Review of procedure #(B)(6) scheimpflug imaging notes bubble on edge of second ak. Laser adjusted to accommodate the thinker cornea. Surgeon may consider changing settings to 80-85% depth instead of a fixed 600 micron depth to minimize risk of thin posterior cornea post arcuate. System functioned as designed. No further clinical follow-up required.